Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "patient reported rate change with no person changing the rate. Event log shows that rate was changed." Human harm: no.